Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account and one photograph. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The photograph was of an intact envelope seal with some dried body fluids along the edge. The circular seal and envelope seal were intact. Functionally, the obturator was inserted into the trocar with no binding or difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, doctor found blue foreign material found and collected while in use of trocar with a clip applier. After the surgery, doctor checked sealed part and found the damage on12mm trocar. 5mm trocar was also used at this surgery but no failure report received for it. The part fell into the patient's cavity and was retrieved.